Event description:
It was reported that this pacemaker exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) lead. The patient is pacemaker-dependent. Subsequently, a revision procedure was performed, and the pacemaker was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.